Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Patient has felt a crack for about 4 months. At first a problem had been suspected on the knee joint. The x-ray showed that a ceramic fracture was present in the implanted hip joint. Therefore, the revision was made. Intraoperatively, the ceramic head and inlay were broken. The conus of the metha shaft was also deformed by the load, so that the shaft had to be replaced. Components in use listed as concommitant devices are: nh104 / sc/msc ceramics insert 32mm 56/58 sym. Nh058t / plasmacup sc size 58mm.